Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Multiple attempts were made to contact the facility to make further inquiries regarding the customer's alleged complaint. The customer reported that due to the facility workload to staffing ratio that multiple repetitive movements contributed to aggravating the user's pre-existing tendonitis. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that mainframe steering handle was difficult to manipulate and turn. No patient injury was reported.